Event description:
It was reported that cartridge alarm 20 occurred and continued to recur even after attempts to load a new cartridge using proper technique, preventing customer from resuming insulin therapy. There was no reported impact to the customer¿s blood glucose level because the caller declined to provide this information. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump, confirmed shipping details, instructed customer to place pump in storage mode and return it with a prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on the replacement device.